Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 3 and 54 on 09/15/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 (line number = 1421 ; file number = 32122) and pump error 3 alarm found in the formatted history due to a software error. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged pump error 3 and 54 confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.